Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a prime anomaly on the insulin pump. The customer reported insulin was squirting out during a manual prime. The customer also reported the issue occurred seven times in the past. The customer also stated troubleshooting was unable to resolve the issue. It was also found the customer had a motor error alarm in the alarm history. The customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 alarmed during prime/a33 test due to faulty force sensor resistor. Unable to perform occlusion and excessive no delivery test due to motor error and a33 alarm. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.